Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2007, the pt was implanted with a bard flat mesh ("marlex") and a non-davol mesh for repair during an abdominal sacral colpopexy. Site-specific posterior repair with resection of significant scarring. Midurethral sling and cystoscopy. The attorney's report alleges "pain and suffering", permanent injury, add'l medical treatment, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.